Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized a few times since beginning pump therapy due to elevated blood glucose levels. The customer declined to provide any information on the reported event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.